Event description:
It was observed that during the device evaluation, the high flow insufflation unit's light emitting diodes (led) on the control panel does not light up. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely a worn out front panel led to the malfunction; however, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.